Manufacturer narrative:
The investigation for the console (aic) purge issue has been completed. After reviewing the console logs, the reported purge system failure was confirmed. There were two instances of purge system failure (piston blocked) [event set #417] alarms observed in the imc logs from the reported complaint date. The console was returned for evaluation. The reported purge system failure issue was unable to be reproduced. The aic was able to prime and run with a pump without any issues. After inspecting the aic, ingress residue was observed on the purge piston and purge motor housing. The reported purge system failure issue was likely caused by contamination of the purge motor piston and purge motor housing which may have resulted in the purge motor piston getting stuck to the purge motor housing. If the purge motor piston can't turn, the aic is unable to prime the purge system.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that the automated impella controller (aic) was unable to prime the impella. It was reported that a purge system failure would pop up when attempting to prime the pump. The purge cassettes were switched and the aic was turned off and on again but the issue was not resolved. This aic was replaced with another aic and the procedure was successfully completed.